Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation investigation findings component codes investigation conclusions h11. A getinge field service engineer fse was dispatched to evaluate the unit the fse reported that they could not replicate the customers issue reviewing the logs revealed multiple catheter restriction alarms additionally it was found that the fiber optic connector extension housing was broken and it was replaced device passed the performance and safety checks according to factory specifications the failure analysis and testing dept received with a reported unit failure of fo ext connection housing is broken the failure analysis and testing dept performed visual inspection of the part received fiber optic sensor extension cable assy and found that the blue receptacle housing of the fiber optic connector is broken due to the extent of the damage further investigation by the failure analysis and testing department is not possible. The failure analysis and testing department was able to verify the failure as described by the customer retaining the part in the fat dept per procedure based on the device evaluation the fse could replicate or duplicate any other issues therefore the root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had malfunctioned and alarms were going off. No harm or injury to the patient was reported.